Manufacturer narrative:
(B)(4). This device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Correction/device evaluation: the evaluation results were inadvertently omitted in the initial medwatch report. The reported condition was confirmed but not duplicated. The assignable cause was a fauly ail pcb (air in line printed circuit board). Failure code 812:05 is a cascade failure of failure code 810:11. The ail pcb has been recalibrated. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has performed a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with 812:05 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 812:05 occurred during infusion, which caused an interruption during delivery. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as remediated.